Manufacturer narrative:
(B)(4). S/w version = 5.2a. Retainer ring = black. Case type = ngp. Pump received with all buttons functioning properly. The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history on (B)(6) 2023 02:03:57.000 to (B)(6) 2023 11:44:24.000. No unexpected battery alarms/alerts during testing or in the pump history. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly/flex connector, pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Accidently ripped the keypad flex connector after the visual inspection when reassembling, however, pump tested ok pre-accident. Keypad troubleshooting was not needed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, overlay scratched, cracked keypad overlay, cracked case (battery tube), and peeling serial number label damage. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Stuck button alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck button alert. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.